Manufacturer narrative:
A system checkout was performed in the field by a medtronic representative, who archived and removed the software error logs from the computer. There have been no further issues reported since removing the error logs. System tested and found to be fully functional.

Event description:
Medtronic representative reported site was able to acquire 10 anterior/posterior images. However, when they went to acquire the lateral image, the software exited to the main log in screen. Representative stated that they re-booted the system and the case continued as planned. There was no impact to the pt.